Event description:
It was reported that a device leak occurred. A left atrial appendage closure procedure was performed, and a 35mm watchman flx laa closure device was implanted on (B)(6) 2023. The device was recorded as having a 1/3 shoulder and 2.5mm peri device leak at release of the device. The patient was discharged on (B)(6) 2023. At a routine 45-day follow-up, transesophageal echocardiography (tee) revealed that the device had a 5-6mm leak. The patient had a radiofrequency ablation (rfa) on (B)(6) 2023, in an attempt to close the leak. The patient returned for a follow-up after the ablation procedure at an unknown date, and the leak was now measuring 6-7mm. The implanting physicians are discussing the options of coils or vascular plugs in an attempt to close the leak. The next intervention date has not yet been scheduled. It was further reported that the patient had remained on oral anticoagulant (oac) due to the size of the leak since implant. There was no shift of the device since implantation. At an unspecified date in august 2023, the physicians plugged the leak with a 14mm amplatzer vascular plug. There were no patient complications reported.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a device leak occurred. A left atrial appendage closure procedure was performed, and a 35mm watchman flx laa closure device was implanted on (B)(6) 2023. The device was recorded as having a 1/3 shoulder and 2.5mm peri device leak at release of the device. The patient was discharged on (B)(6) 2023. At a routine 45-day follow-up, transesophageal echocardiography (tee) revealed that the device had a 5-6mm leak. The patient had a radiofrequency ablation (rfa) on (B)(6) 2023, in an attempt to close the leak. The patient returned for a follow-up after the ablation procedure at an unknown date, and the leak was now measuring 6-7mm. The implanting physicians are discussing the options of coils or vascular plugs in an attempt to close the leak. The next intervention date has not yet been scheduled.

Manufacturer narrative:
B3 date of event : event date estimated at 45 days post implant, as event was reported as occurring at a routine 45 day follow up.